Manufacturer narrative:
The coupler device was returned and evaluated. The rings appeared to be in good condition, although not completely visible due to tissue remaining on the rings. The pin heads looked sharp and had a good profile; some of the pins were not visible due to tissue being on the head of the pins. The hospital copied the procedure onto a cd which was reviewed at synovis. Observations from the cd were that there was too much tissue between the rings and possibly the coupler size chosen was too small. The rings were not fully locked together due to the thickness of the tissue between the rings. During the procedure, another non coupled vessel was being attended to, and in the meantime, blood was backing up at the coupled site. It appeared that physician technique influenced the outcome of the case. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
During an unknown procedure, physician reported that following implant of a 3.0mm coupler, the rings "came slowly off the vessel" a few minutes after having been joined tightly with forceps. It was noted that the pins were not bent. The double-ended vessel measuring gauge was used to choose the correct sized coupler and the vessel was reported to be of "normal thickness." No unusual resistance or ring slippage was noted while closing with the instrument. The physician confirmed that the rings were seated correctly following ring approximation. After the coupler rings were joined, blood oozed from the joined vessels. The coupler was removed and the anastomosis was completed by hand-sewing. The patient is reported to be in good health at present.